Event description:
Ous MDR - during a scheduled follow-up, it was noted that the pacemaker status went from battery status ok, remaining battery capacity: 95%, calculated eri: 4y 4m to this status: battery status eri on (B)(6) 2012. It was also noted that increasing thresholds were present. This device was explanted.

Manufacturer narrative:
Ous MDR.